Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The unit failed the relief pressure test; however the device passed all other tests. The root cause could not be identified. Actions were taken to mitigate the reported issue: the unit was reworked and passed all testing.

Event description:
It was reported that the unit had a pressure sensor failure. No patient injury was reported.